Event description:
T-connector attached to IV was defective. The tubing disconnected in a joined area and the pt rang because he was bleeding from what was left of t-connector. Minimal blood loss and a new intact t connector attached.